Event description:
Additional information received indicates the patient has a mrsa infection and has been prescribed clindamycin.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the infection has resolved and the ipg was explanted and replaced. Date of explant is unknown.

Manufacturer narrative:
Correction: d6b date of explant. Correction: h6 health effect clinical code.

Event description:
Additional information received indicates the ipg was not explanted and replaced a wound wash out was performed to resolve the issue. The ipg remains implanted and the infection has resolved.

Manufacturer narrative:
Device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient is experiencing an infection at the ipg site. Patient was prescribed antibiotics. Surgical intervention may take place at a later date.